Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced collets and all 12 lld springs in the reported problem area of the pipetter assembly. The fse also cleaned all collet sleeves. The instrument was inspected, tested without further problem, and returned to service.